Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient¿s ipg was inoperable due to end of life (eol). Ipg was unable to communicate with programmer and the end of life message was displayed. It was noted that patient preferred tonic settings. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.